Manufacturer narrative:
An event of device migration was reported. The device was returned to abbott for analysis and the investigation confirmed the device met functional and dimensional specifications. Information from field indicated that the device migration was believed to be due to device being too small. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications at the time of commercialization. The cause of the reported incident could be due to wrong size device used. There was no allegation against the sizing of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 12mm amplatzer septal occluder was chosen for a procedure using a 7f amplatzer trevisio intravascular delivery system. The sizing of the was defect was 11mm measured by echocardiogram. During procedure, the device was implanted after one recapture. Couple of minutes after the procedure, the device was migrated due to being too small. There was no allegation against the sizing of the device. The device was removed via transcatheter snare. A new 14mm amplatzer septal occluder was implanted. The patient remained hemodynamically stable throughout the procedure. There was no delay in the procedure. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.